Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure on (B)(6)2008. On (B)(6) 2010, the pt reported dyspareunia upon penetration. Intervention is recorded as vaginal estrogen/ vagifem. The pt had pre-surgery / existing dyspareunia. The surgeon reports the intensity as mild. Additional info has been requested.

Manufacturer narrative:
(B)(4) dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.